Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular lead, exhibited high out of range pacing impedance measurements. Technical services discussed a possible contact anomaly and recommended programmed the respiratory rate trend sensor off and discussed continued monitoring. It was reported that the patient does not pace in the right ventricle. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time no further information is available and records indicate this device remains in service. If further information becomes available, a supplemental report will be filed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular lead, exhibited high out of range pacing impedance measurements. Technical services discussed a possible contact anomaly and recommended programmed the respiratory rate trend sensor off and discussed continued monitoring. It was reported that the patient does not pace in the right ventricle. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time no further information is available and records indicate this device remains in service. If further information becomes available, a supplemental report will be filed. Additional information was received indicating the ICD, implanted with another manufacturer's right atrial lead, exhibited high out of range pacing impedance measurements. Technical services discussed a possible contact anomaly as was thought with the right ventricular lead. No adverse patient effects were reported.